Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and oxygen blending module manifold were found to be contaminated and were replaced to address the issue.